Manufacturer narrative:
Report date: 23aug2021.

Event description:
It was reported to philips by a customer that the unit restarted due to anomalies detected during operation. The unit had an error code 1101, bad main board. Patient involvement information is pending. There was no report of patient harm.

Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The manufacturer's field service engineer (fse) as dispatched to the site and confirm error code 1101 ventilator restarted due to anomalies detected during operation. The fse replaced cpu pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The central processing unit (cpu) was returned for failure analysis. Visual inspection revealed no evidence of damage or contamination. The cpu board was tested, and no failures were identified. The 1101 error code could not be duplicated.